Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip guide wire was left in the patient. There were target lesions located in the superficial femoral artery (sfa) and proximal anterior tibial (at) artery. The physician used a 5fr introducer sheath from a retrograde approach to access the lesions. The physician advanced the csi flextip guide wire into the patient and across the lesions. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician successfully treated the lesions with the oad. The oad was removed from the patient and the physician followed-up atherectomy with balloon angioplasty. The physician then removed the balloon and began to remove the flextip wire from the patient. During removal, the tip of the wire seemed to be getting stuck at the distal tip of the 5fr sheath. The physician attempted to pull the wire through the sheath, but the tip of the flextip wire fractured. The physician removed the 5fr introducer sheath and proximal portion of the flextip wire. Approximately 35mm of the flextip wire remained in the soft-tissue space outside of the artery. The physician attempted to remove the remaining flextip wire section, but was unsuccessful. The patient status remained stable throughout the procedure. Requests for additional information were denied by the facility due to internal policies.